Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked catheter is inconclusive due to poor sample condition. Two photo samples of an equistream dialysis catheter were returned for evaluation. An initial visual observation of photos showed the bifurcation hub and the two extension legs. ¿23 cm¿ is visible on the bifurcation hubs. The device is shown in use and contains blood within the extension tubes. A portion of the extension tubing with the light blue connector appears to be collapsed. There is an indentation visible where the tubing appears collapsed. The photo does not show if a device is attached at the light blue connector. The photos do not show what conditions the extension legs are under (positive/negative pressure). Based on the information and photo samples provided, some potential contributing factors include partial catheter occlusion and material degradation. The photos do not provide enough information to confirm the complaint of a kinked catheter; therefore, the complaint is inconclusive, poor sample condition. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the clamps kink the catheter's legs. When attempting to aspirate or reach high flow (power injection) they collapse - and one cannot have a higher blood flow than 150 ml per minute. This file addresses the second of two devices.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the clamps kink the catheter's legs. When attempting to aspirate or reach high flow (power injection) they collapse - and one cannot have a higher blood flow than 150 ml per minute. This file addresses the second of two devices.